Event description:
Non-delivery reported. The pump shut down during an infusion. The pump was programmed to deliver dopamine (concentration unk) at 4.5 ml/hr and IV hydration solution at 20 ml/hr. The nurse reports that the pump spontaneously shut down. There is not info related to whether an audible alarm occurred prior to shutting down. It is reported that the nurse discovered the problem "almost immediately". Therapy was interrupted for a short time (time to secure and program a replacement pump). The pt's blood pressure dropped from 86/59 to 66/48 during the interruption. It was reported that once the inotropic infusion was initiated again, the pt's blood pressure quickly (exact time frame not recalled) returned to an acceptable parameter. No interventions, other than replacing the pump and continuing to monitor the vital signs, were required or ordered by the physician. No further info is available.